Event description:
It was reported that the hcp stopped the pump. The patient experienced narcotic withdrawal with gastritis requiring hospitalization for 5 days. The patient reported that the hcp did not give her any oral medications to prevent withdrawal. The patient reported that since the pump was implanted she has had pain. The pump is bulging out of her abdomen. The hcp plans to explant the pump.

Manufacturer narrative:
.